Event description:
A report was received that the patient was experiencing pain due to the ipg sticking out of the skin. It was unknown if there was an actual skin breakage. The patient underwent a revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively.